Event description:
The customer reported that there is variation between her blood glucose level and the sensor readings. Her blood glucose level was 101 mg/dl and her sensor reading was 48 mg/dl. She practices proper insertion methodology. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.